Event description:
The generator analysis was completed on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
The generator was received by the manufacturer for analysis. However, analysis has not been completed to date. The implant card and return product form indicated the reason for generator replacement was "recurrent seizures after long period of complete control with vns."

Event description:
Additional information was received that the patient was seen on (B)(6) 2013 at which time the patient was doing much better. The patient had been put on trileptol due to the increase in seizures and it was now being discussed that the medication could be reduced/removed.

Event description:
The surgeon reported that the patent is controlled by vns alone and was now experiencing more absence spells. The patient uses the magnet a lot whenever he feels something is ¿wrong.¿ therefore, the surgeon requested a battery life calculation. Diagnostics were provided as being within normal limits with near end of service showing as ¿no.¿ the surgeon¿s clinic notes from the patient¿s visit on (B)(6) 2013 reported that the mother noted over the prior several weeks that there had been an increased number of what she describes as absence types of spells where he will walk into a room and not remember why he is there. Previously, the patient¿s seizures were controlled by vns. Then the prior saturday, the patient had four episodes that seemed pretty frightening to him where he complained that several seconds he could not hear at all. They were not followed by any big seizures. In past year the patient was having complex partial seizures, they would often proceed to more extensive motor seizure, but had not had a seizure like that in almost two years. The surgeon noted that it seems the vns is still working; however with the patient on rapid cycling since implant that it is quite possible that some of the increased small episodes recently could be ¿because the battery is starting to wear out.¿ the patient was therefore scheduled for generator replacement. Notes from the patient¿s neurology visit on (B)(6) 2013 revealed that the patient was having no issues with his vns. The mother thought the last seizure was (B)(6) 2011. It was noted the patient¿s recurrent status epilepticus and partial seizures responded very well to vns alone and the patient was off of anticonvulsants. No changes were made at this visit. Later the neurology notes from visit on (B)(6) 2013 indicated the patient had at least three breakthrough seizures over the prior two weeks. The patient reported episodes of sudden visual loss in one case. He had sudden trouble hearing in another. In both cases, the episodes stopped with swiping the vns magnet. He has not had any episodes that did not respond either to the magnet or diastat. However the prior weekend, the patient had an episode with sensory changes again and then had forceful head and eye version to right, unresponsiveness, and generalized tonic posturing. The mother used diastat twice in the prior to weeks. The patient by (B)(6) 2013 was currently back to completely normal baseline with no cognitive impairments or other changes. He continued to feel vns activate without any difficulty or discomfort. He had no recent head trauma. Diagnostics again showed the device was functioning ¿normal¿ with no ¿end-of-battery¿ life warning present. However as the device was nearly seven years old, the neurologist ¿expected that his vns would be close to failure.¿ the neurologist was worried that the age of the battery may be contributing to his breakthrough seizures, so the patient was scheduled for generator replacement. Attempts for additional information have been unsuccessful to date. The patient had generator replacement on (B)(6) 2013. Attempts for product return are underway.